Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the crimped stent had a lifted strut on the 12th row from the proximal edge of the stent. No other damage was visible along the crimped stent. The visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element plus stent was selected to treat the target lesion. During advancing, strong resistance was encountered. When the device was removed from the patient's body, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element plus stent was selected to treat the target lesion. During advancing, strong resistance was encountered. When the device was removed from the patient's body, it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.